Event description:
It was reported that six hours post implant, loss of atrial capture and sensing was observed. An x-ray revealed that the atrial lead had dislodged. The pocket was reopened, but suitable lead placement could not be found. The physician elected to explant the lead and plug the atrial port. Programming was set to vvi.